Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure coil was embedded within uterine cavity"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of essure device- abdomen or lower pelvic region") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2003, (B)(6) 2005 and (B)(6) 2009), cesarean section, abortion and hepatic steatosis. No dyspareunia. Pt denies any nipple discharge, no breast masses, no vaginal discharge.no intermenstrual bleeding, spotting or discharge,no radiation of pain. Patient denies intermenstrual bleeding, no dysmenorrhea, no clots. Denies chest pain, dyspnea, headache,lightheadedness or dizziness. Denies dysuria, hematuria. Denies abnormal vaginal discharge. No abdominal pain, no fever, no nausea and no vomiting. Previously administered products included for birth control: nuvaring in 2004; for an unreported indication: metronidazole. Past adverse reactions to the above products included urticaria with metronidazole. Concurrent conditions included obesity, ear pain, coughing, throat pain, chills, smoker, alcohol use, pap smear abnormal, menses irregular, fibula fracture, joint swelling, seasonal allergy, dry eyes, sinus congestion, oedema peripheral, eczema, dyspnea, shortness of breath, pneumonia, intermenstrual bleeding, pancreatitis, fatty liver, vomiting, blurry vision, dry skin, diabetes mellitus, yeast infection, tiredness, polyuria, hypoglycemia, constipation, neck pain, gastroesophageal reflux disease, anesthesia and (B)(6) infection (treatment - colposcopy). Family history included hypertension (paternal grandfather), heart disease, unspecified (paternal grandmother), diabetes mellitus (other grandmother), blindness (father) and heart disease, unspecified (paternal grandmother). Concomitant products included co-trimoxazole (bactrim) for boil, insulin for diabetes mellitus, desonide for eczema, benzonatate for pneumonia as well as azithromycin, cetirizine hydrochloride (zyrtec), citalopram, fluticasone propionate (flonase), loratadine, pseudoephedrine sulfate (claritin-d allergy), metformin, nicotine polacrilex, ondansetron (zofran), pseudoephedrine and triamcinolone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 15 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses abnormal bleeding (menorrhagia)"), alopecia ("hair loss/ hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)- uti"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding "), device expulsion ("right essure coil was displaced within the lower uterine segment") and back pain ("constant severe back pain"). The patient was treated with biotin, oxycodone, surgery (hysteroscopy on (B)(6) 2016 for removal of essure), surgery (hysteroscopy on (B)(6) 2016 for removal of essure) and surgery (hysteroscopy on (B)(6) 2016 for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, dysmenorrhoea, menstrual disorder, menorrhagia, device expulsion, dyspareunia, alopecia and vaginal discharge had resolved, the uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, urinary tract infection, female sexual dysfunction and amenorrhoea outcome was unknown and the back pain was resolving. The reporter considered alopecia, amenorrhoea, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2009, plaintiff underwent the essure implantation procedure and it was a successfully implanted, without complications, with the essure device. The implanting doctor visualized 12 trailing coils on right side of the endometrial cavity and 3 trialing coils were visualized on the left side of the endometrial cavity. Beginning sometime in (B)(6) 2010, plaintiff newsome sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Pfs- current weight (B)(6) lbs. Mr- right - 12 coils, left- 3 coils, there were no complications . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Computerised tomogram - on (B)(6) 2014: right coil displaced into lower uterine segment (B)(6) 2016: hysterosalpingogram: left coil was properly placed and her fallopian tube was fully occluded; right coil was embedded within uterine cavity. / uterine cavity wnl. Essure coil noted within cavity. No coil in right tube. Essure coil present in left tube. No peritoneal spill of dye noted from either tube. (B)(6) 2010 : pelvic us : impression: 1. Normal appearing retroverted uterus that t measures 110 x 53 x 26mm. 2. Normal appearing ovaries. 3. The left assure coil was visualized. (B)(6) 2010 : physical exam : uterus- normal. Extremity: detole thickness- normal. Cervix- visualized. Appearance- appears normal. Ovaries: normal. Fallopian tubes: left and right tube- not seen. (B)(6) 2010 : xr abdomen : findings: the bowel gas pattern is normal. There are two essure devices noted projecting over the left side of the sacrum. No secondary signs of free air or free fluid. No masses or calcifications are seen. Bony structures appear normal. Impression: two essure devices are noted over the left side of the sacrum. (B)(6) 2011 : xr chest pa : impression-infiltrate and collapse of the right middle lobe. (B)(6) 2010 : xr abdomen : impression-two essure devices are noted over the left side of the sacrum. (B)(6) 2010 : x ray - foot right : impression: fracture of the distal fibula. (B)(6) 2010 : x ray - ankle right : findings: there is evidence of soft tissue welling. There is a fracture of the lateral alleolus; slight displacement between the racture fragments is noted. Soft tissue swelling is noted. (B)(6) 2012 : gyn cytopathology report : organism: trichomonas vaginalis is present. (B)(6) 2014 : CT abdomen/pelvis/stat : impression : no evidence of acute process, two enhancing lesions up to 2.3 cm in single in hepatic segment vii . May represent focal nodular hyperplasia. Further evaluation with MRI of the liver with eovist contrast is recommended. Displacement of the right essure device within the lower uterine segment. (B)(6) 2015 : mr abdomen w/+w/o : impression- three hyperenhancing lesions in the right and left hepatic lobes, favored to be focal nodular hyperplasia. The lesion at right hepatic dome demonstrates atypically some degree of washout on 15 min delayed imaging, 6 months followup is recommended to document stability, hepatic steatosis. (B)(6) 2015 : mr abdomen : impression : three hepatic: lesions unchanged in size and appearance compared to the prior are most consistent with areas of focal nodular hyperplasia. The lesion highest in the hepatic dome again demonstrates atypical washout similar to the prior. (B)(6) 2016 : hsg (hysterosalpingogram) : findings: scout images demonstrate that the left essure device is in the fallopian tube and the right sided essure device is in the endometrial canal, the uterine cavity is normal in shape and contour, no filling is seen in the left fallopian lube. Two attempts made to filling right fallopian lube were unsuccessful. Impression: left essure device is in appropriate position without apparent occlusion of the left fallopian tube. Malpositioned right essure device and failure to fill the right fallopian tube. (B)(6) 2015 : mr abdomen w/+w/o : impression : three hyper enhancing lesions in the right and left hepatic lobes, favored to be focal nodular hyperplasia. The lesion at right hepatic dome demonstrates atypically some degree of washout on 15 min delayed imaging. 6 months follow-up is recommended to document stability. Hepatic steatosis. (B)(6) 2016 : xr foot right : impression : fixation of distal fibula. The right foot is normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhea(confirming dysmenorrhea), abdominal pain (confirming pain abdomen) most recent follow-up information incorporated above includes: on 12-feb-2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal)- uti, apareunia (inability to have sexual intercourse), migration of essure device- abdomen or lower pelvic region, perforation (uterus), amenorrhea, constant severe back pain, constant severe abdominal pain, cramping", reporter, historical condition, concomittant and treatment drug, patient information added from pfs. Historical and concomittant condition, family history, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure coil was embedded within uterine cavity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding "), menorrhagia ("prolonged menses "), abdominal pain lower ("severe lower abdominal pain "), device expulsion ("right essure coil was displaced within the lower uterine segment"), dyspareunia ("painful intercourse "), alopecia ("hair loss ") and vaginal discharge ("irregular vaginal discharge "). The patient was treated with surgery (hysteroscopy on (B)(6) 2016 for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, device expulsion, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2009, plaintiff underwent the essure implantation procedure and it was a successfully implanted, without complications, with the essure device. The implanting doctor visualized 12 trailing coils on right side of the endometrial cavity and 3 trialing coils were visualized on the left side of the endometrial cavity. Beginning sometime in (B)(6) 2010, plaintiff newsome sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: right coil displaced into lower uterine segment on (B)(6) 2016: hysterosalpingogram: left coil was properly placed and her fallopian tube was fully occluded; right coil was embedded within uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.